Event description:
User facility reported a small bowel burn following a novasure procedure. Hysteroscopy prior to the procedure indicated a normal uterus; hysteroscopy post procedure indicated successful ablation, no perforation. Three days later, the patient returned with abdominal pain, nausea, and vomiting. Computed tomography (CT) scan of the abdomen revealed free air. Exploratory laparotomy revealed a small bowel injury and a "false tract part way through the uterus". The physician reported the myometrium was burned all the way to the serosal layer where heat caused a burn to adjacent bowel. Two centimeters of the bowel were removed and a hysterectomy was done. The patient was kept in the hospital for 5 days and discharged home. The physician reported the patient was seen on follow-up and is doing well.

Manufacturer narrative:
Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture and it was released by qa on 09/13/2005. No relationship can be established between DHR and the reported complaint. Device history record (DHR) review was conducted for the reported lot number for the disposable device (07g30h) and was determined to be valid. Currently unable to establish a relationship or impact to the reported observation due to no product available or serial number provided.